Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fifty (50) exactamix syringe inlets had contaminates such as particles/hair/eyelashes. This was observed before use. There was no patient involvement.

Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured in april 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h11. H11: the reported problem and the lot number combination is the same failure already documented in a field action fa-2024-050. The investigation has been performed and identified the causes of the reported particulate matter within the inlet primary packaging inlet components (including within the sterile fluid path tubing) are related to multiple root causes associated with process/procedural controls, materials, environment, and machine/tooling during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.